Manufacturer narrative:
Concomitant product(s). Model: ddbc3d1, ICD; implanted: (B)(6)2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered an alert for low rv tip to rv coil pacing impedance. Follow-up was completed with the field representative and no programming changes were completed, but the alert notification was turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.